Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 02-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving baclofen (2000 mcg/ml at 526.8 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. The hcp reported that she was calling because the patient came into their ICU (intensive care unit) today ((B)(6) 2021) with baclofen withdrawal and they think it may be a malfunction of the pump, so they wanted to have a company representative come out and interrogate the pump. Per the hcp, the pump was not audibly alarming. The patient was due for a refill next week. The hcp was redirected to the national answering service to have a local company representative sent to their location. Additional information was received on (B)(6) 2021 from a healthcare provider via a company representative who reported that the patient started experiencing more spasms a couple of weeks ago and ended up going to the ER (emergency room) yesterday. The patient was now intubated and on orals. The pump logs were checked, and everything looked fine with the pump. Per the reporter, they pulled about 2.5 ml from the cap (catheter access port) using a cap kit; however, the fluid pulled was yellow/redish/orange so they sent it to the lab to see if it was csf (cerebrospinal fluid). They were going to wait for the lab results before priming the catheter after the procedure. Additional information was received later the same day from a healthcare provider via the company representative who reported that the lab was not able to determine whether it was csf that was pulled or not so they had a secondary physician evaluate the pump pocket area and there was no fluid so they think they had aspirated successfully; however, they would like to keep the pump running as is and medically manage the patient with orals in the meantime. It was reviewed that it would take about 25 hours before the drug got to the tip of the catheter if the catheter and cap were truly cleared. Per the reporter, the secondary physician believed that the patient had bacterial meningitis based off of what he saw. The plan was to leave the pump running as is while the patient was medically managed.

Event description:
Additional information was received, from the rep who reported, that the patient was still undergoing tests to find out is he had bacterial meningitis. The cause of the discolored fluid was unknown. The next step, they were going to take was to do a lumbar puncture. The pump was still functioning. And logs showed no issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.